Event description:
This report is not specific to a given bed serial number or patient event. The concern regards the design and function of the stryker 1115 model series. The concern is that the manual knee gatch release mechanism, in the un-powered state, is not dampened in anyway when activated. When patients are being transported, not near access to power, and the bedside caregiver releases the knee gatch manually, the knee of the bed drops to the down position by gravity. The descent is rapid and abrupt; patients may experience significant pain or chance for injury if the gatch is released in the un-powered state.manufacturer response for patient transport stretcher, stryker prime series patient transport stretcher (per site reporter).======================manufacturer rep has been very responsive and has met with our safety team repeatedly on this concern. Rep has provided valuable information on options to future stretchers and is a great resource for our team.